Event description:
This customer reported that they could not initiate pacing during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4): this customer reported that they could not initiate pacing during a pt event. There was no negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.